Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of thirty-six medwatches being submitted as thirty-six devices were involved in this event. See also medwatches 2210968-2011-01398 through 2210968-2011-01433. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure on unknown date and suture was used. It was reported that the needle detached from the suture during use. The procedure was completed with same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4): representative samples were returned. They were visually and functionally examined for needle pull tensile strength and they met the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.